Event description:
Initially, it was reported by the hospital that the patient had generator replacement on (B)(6) 2015 due to battery depletion. The implant card reported the reason for replacement as neos-yes. Lead impedance was reportedly ok with the new generator per the implant card. Product analysis confirmed that the device was at an neos condition. No anomalies were identified with the function of the generator. However later, during the manufacturer's internal programming history review, it was identified that high impedance occurred on system diagnostics on (B)(6) 2015. Review of the history of the replacement device revealed that system diagnostics resulted in high impedance on the date of implant. On the next visit on (B)(6) 2015, high lead impedance was observed again. It was later reported in (B)(6) 2015, that the patient was seen on (B)(6) 2015 and the lead was "broken." The device was left off, and the plan is to not replace the vns. No known surgical intervention has occurred to date. The device will not be removed at this time. No additional relevant information has been received to date.

Event description:
Information was received that a full revision surgery is being planned for the high impedance. No known surgery has occurred to date. No additional or relevant information has been received to date.

Event description:
The patient's generator and lead were replaced. The explanted products have not been received to date. No additional or relevant information has been received to date.

Event description:
The explanted lead and generator were both received for analysis. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. Analysis of the lead is underway but has not been completed to date. No additional or relevant information has been received to date.

Event description:
Analysis of the lead was approved. A significant portion of the lead was not returned as only the lead pins were returned. Analysis of the returned lead portion did not confirm a fracture of the lead. Note that since a significant portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portions. No additional or relevant information has been received to date.